Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a green/purple image. The reported malfunction occurred during an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the rigid video laparoscope had a green/purple image. The reported malfunction occurred during an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, found the coverglass of the insertion section was cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken video cable. Olympus will continue to monitor field performance for this device.